Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7073896.

Event description:
It was reported that during a spinal cord stimulator implant procedure the patients oxygen level dropped. As a result the leads were removed in order to stabilize the patient. The physician closed the incision site and the patient was doing well postoperatively.